Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "this patient was enrolled in the study. The research coordinator let us know that the patient was withdrawn for the study. At this time, we were informed of the following events "he was in the ICU last week with multiple problems, one of them being pseudo aneurysm at the landing of the aortic graft and possible infected aortic graft." Patient outcome: "his prognosis is poor and he has been discharged to hospice."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(6), registration no.: (B)(4). Ec method code: 4109 - historical data analysis 4112 - analysis of data provided by user/third party 4114 - device not returned ec conclusion code: 4315 - cause not established summary of investigational findings: the complaint was reported with two events, pseudoaneurysm and infection. The event with infection will be investigated in pr234072. The complaint states a btai patient, with a recent IV drug use history, with a pseudoaneurysm at the landing of the aortic graft. The patient condition was reported poor and the patient was discharged to hospice. It is reported that the patient has had the ztlp device implanted for over 4 years. Pre-implantation cta, implantation angiography and 1 & 2.25 year follow-up ctas were provided for the investigation. The review of the imaging showed that the endograft sealing stent was implanted at the lsa trailing edge to exclude a 32mm long acute aortic transection. The ztlp stent graft was 24mm in diameter and matched the diameter of the aortic arch between the lcca origin and lsa origin. This represented the closest normal aortic segment as the segment distal to the lsa abnormally tapered to the point of transection. The tapering was a result of spasm and peri-aortic hematoma. The thoracic aorta distal to the transection narrowed to 16mm as a result of spasm and peri-aortic hematoma. The implantation angiography demonstrated succesful transection exclusion and the follow-up ctas demonstated transection and peri-aortic hematoma resolution. Furthermore, on the follow-up ctas, the fabric between the sealing stent and the second stent body demonstrated a 5mm step off matching the transection's proximal margin. The tapered aorta causing step off between the sealing and second mainbody stents may have caused excessive pressure on the aorta wall and may likely be a contributing factor for the pseudoaneurysm development. However, since the pseudoaneurysm was not present on the received images, the cause cannot be determined. No evidence to suggest that the device was not manufactured according to specifications. The use of the zta for btai indication was within intended use when the patient was treated. However, btai is no longer an indication for use and the size was removed from the market (corrective and preventive action). Therefore, no action is performed based on this complaint. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.